Manufacturer narrative:
(B)(4)= jaws. Additional information was requested and the following was obtained: was clip fed sideways? No. Was clip malformed? Yes. Did clip fall off of vessel after being applied? It was observed that some clips fall of vessel. Was there any bleeding? No. If bleeding, please quantify amount of bleeding na. Patient status is ok. The analysis results of the er320 device found that it was received with the jaws yielded and misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, six clips were fed and formed as intended; however, due to the misaligned condition of the jaws, seven scissored clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy operation, at the cystic artery and ¿choledoch¿ clip applying clip was applied awry and fell down to the abdominal and when clip jaws closed clip was oblique and cannot fit on the vessel.